Manufacturer narrative:
H10: the device was received for evaluation with the patient adapter attached to the tubing/bushing. A visual inspection was performed with naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a transfer set assembly (short), titanium spike separated at the catheter adaptor. This occurred while in use for peritoneal dialysis therapy at the patient¿s home. The transfer set had been in use for six (6) months at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information was available.